Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 332 mg/dl. The pump supplies were changed and an insulin injection was administered; however, the bg remained elevated. The customer delivered a bolus via the pump. The cause of the high bg was not known and the customer thought that a flu shot that was received the day before may have contributed to the high bg. During a pump system check, no device issues were identified. Reportedly, the customer used novolog in the cartridge for 7 days prior to changing it. Tandem technical support advised the customer that novolog was labeled for 72 hours with the pump. Upon follow-up, the bg had dropped to 269 mg/dl and the customer declined further follow-up.